Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the device had audio anomaly. The device turned off without warning and automode stopped working. The device failed the audio test. The customer¿s blood glucose was 490 mg/dl which they treated with manual injections. The device will be returned for analysis.